Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the device could not be identified. It is likely reprocessing could not be completed correctly due to leakage from connector. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Initial leakage and electrical safety tests were performed reporting a leak at the electrical connector guide pin. Technical investigation was performed reporting that the bending section cover adhesive had a brownish foreign material and the light guide lens had burnt foreign material likely traces of remains from previous procedures due to insufficient cleaning. Additionally, the electrical connector was corroded, and the connecting tube buckled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera ii gastrointestinal videoscope was returned to olympus for an unknown malfunction. During the device evaluation, the following reportable malfunction were identified: the bending section cover adhesive and light guide lens had foreign material. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.